Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10ml ll syringe only mx bun does not fit with the needle. The following information was provided by the initial reporter: this email is to inform you that the medical grade plastic syringe, without needle, with luer-lock type pivot, 10 ml capacity. The reason is reported it is not possible to use it because the pivot/ luer lock does not fit with the needle, causing waste of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll syringe only mx bun does not fit with the needle. The following information was provided by the initial reporter: this email is to inform you that the medical grade plastic syringe, without needle, with luer-lock type pivot, 10 ml capacity. The reason is reported it is not possible to use it because the pivot/ luer lock does not fit with the needle, causing waste of the product.